Manufacturer narrative:
A ge representative evaluated the system and regreased the candlestick (high voltage) connectors. System operates as intended.

Event description:
Customer reported the system made a loud popping sound and stopped working. No pt injury was reported.